Event description:
It was reported the video system center is receiving an e315 communication error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6, h10. Corrected fields: e1, e2, e3. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event: "code error e315". In addition, the following reportable malfunction was found during the device evaluation: "image is missing". Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e315 and image loss occurred due to a communication error. This error likely occurred because the scope could not be connected properly due to a failure of the lock latch on the video connector. Olympus will continue to monitor field performance for this device.